Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported differences between sensor glucose and blood glucose values and the multiple damages, which were damage to keypad, screen/display, belt clip rail, case- reservoir tube side and case ¿ battery tube side. The customer was treated for hypoglycemia, by emergency room visit, and treated with discontinue use of insulin delivery and glucose/carb intake. The event involved product(s) mmt-1884, mmt-342 , mmt-431ag, and mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 27 mg/dl and the sensor glucose value was 287 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-342 . No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported differences between sensor glucose and blood glucose values and the multiple damages, which were damage to keypad, screen/display, belt clip rail, case- reservoir tube side and case ¿ battery tube side and the insulin pump was overdelivered. The customer was treated for hypoglycemia, by emergency room visit and treated with discontinued use of insulin delivery and glucose/carb intake. The event involved product(s) mmt-1884, mmt-342 , mmt-431ag, and mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 27 mg/dl and the sensor glucose value was 287 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-342 . No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. No carelink bg data found within 1 day of event date for this complaint. Carelink investigation cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.